Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had the interstim implanted in  2018 after the trial. After the permanent was placed, it never worked properly or as well as the trial device. They began to have involuntary leg and foot movements and could not drive because it happened often. A few months after, the implant procedure, it began shocking me, and the implant site area was constantly burning and throbbing. They also had severe lower back pain as well as leg pain. They visited their  urogynecologist, and it was reprogrammed several times, they were told it is possible it is sitting on the wrong nerve. The device becomes increasingly painful, and the shocks increase. They were informed to turn the device off until my next follow-up appointment. It was at this follow-up that I discovered a discontinued model was used for the implant and that since they were not familiar with the old model, she would let me see a different doctor at my follow-up. They ended up having the implant removed in 2019. Since they  have suffered nerve damage and pain, constant pain at the implant site. Lower back pain and hip pain. This has really caused a decline in my quality of life. They are  unable to work even an office job but not disabled enough for disability benefits. They were sold a dream that this would fix my incontinent  symptoms and off label reduce the associated pain. They feel like they were a mere pawn just so the salesman and doctor could make a profit. Furthermore, a known discontinued device was implanted. The nerve damage is so crippling at times.